Manufacturer narrative:
Results of the DHR/fi:environmental monitoring results for (B)(6) 2021 were reviewed and all results were found acceptable. Lir number 356752 was referenced in bioburden testing results for (B)(6) 2021; a product risk assessment was documented, and it was defined that none of the events added additional risk to device quality or performance and no product was involved. Additional, changed, and/or corrected data: g1.

Event description:
Healthcare professional reported right side infection. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side infection. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, unknown onset.

Event description:
Healthcare professional reported right side infection. Device has been explanted.